Manufacturer narrative:
Concomitant product: pm2240, ipg, implanted: (B)(6) 2016.

Event description:
It was reported by a competitor that eight days after implant, the patient's right ventricular (rv) lead was explanted and replaced due to dislodgement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.